Manufacturer narrative:
Product analysis: the complaint was confirmed. The analyzer produced a loss of communication message, when patient cable was attached. The issue was attributed to disturbed pins in the patient connector. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working. The analyzer was returned for service. There was no patient involvement.